Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate atp and shock for svt. Patient was reportedly physically exerting during the time of the shock. Programming changes were made and the patient was fine after the changes.